Event description:
It was reported that the patient presented in clinic for follow-up. Device interrogation revealed the right ventricular lead exhibited decrease in r-waves, low pacing impedance, during rv capture threshold test, atrial capture was occurring; lead dislodgement was suspected. Chest x-ray confirmed the rv lead was dislodged. The patient was asymptomatic to the event. Data trends showed correlation with a suspected fall in (B)(6) 2018. The lead was explanted and replaced on (B)(6) 2019. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were for lead dislodgement, sensing r-wave amplitude variation, low lead pacing impedance and inappropriate capture threshold were not confirmed. Analysis was normal. No anomalies were found.